Event description:
MDR decision date: (B)(4). No serious injury alleged. Malfunction alleged. Per consumer, the chair is malfunctioning. Once it is on it doesn't turn off with out unplugging the joystick. Vice versa when the chair is off. MDR filed.